Event description:
It was reported that the unit had a jagged end.

Manufacturer narrative:
The unit was returned to the OEM manufacturer for investigation. This failure mode is the first of its kind. A visual examination was conducted; the outer tube on the distal end shows damage, the keel on the distal end is missing, and optical components inside the optical system are broken. The strong dent on the outer tube and the broken optical components inside the optical system shows that this scope was hit very strong which affect the issue that the keel fell off. Potential root causes of this failure: 3rd party repair - mechanical stress, glue will be destroyed above 275 degree celsius, after thermal overstress keel gets loose and could be replaced by 3rd party repair shop. Mishandling - mechanical shock due to dropped scope. Cleaning / disinfection - mechanical stress due to ultrasonic cleaning, thermal stress, fatigue from inappropriate temperature during cleaning and sterilization, thermal shock due to inappropriate cooling down after autoclave, chemical stress, excessive immersion time (disinfection/cleaning). Additionally the OEM investigation report shows a keel tip break which was determined as a reportable malfunction.